Manufacturer narrative:
Concomitant medical products: 1388 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for high impedance in the high voltage coil. The alert window was adjusted and the lead remains in use. The patient is enrolled in the (B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.